Event description:
The customer reported a fluid leak of approximately 5ml from the wash truck of a coulter hmx hematology analyzer with autoloader. The customer was attempting to run patient samples when the leak was identified. The leak was not contained within the instrument. The customer also reported receiving false "diluent out" errors. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found a leak from the tubing through pinch valve (pv63); he replaced tubing through pinch valve (pv63), which resolved the leak and the false "diluent out" error message. The fse also found a leak from the rinse block (wash truck). The fse noticed broken pinch valve mounts on pinch valves (pv33), (pv40) and (pv41). He replaced the three pinch valve mounts, which resolved the leak at the rinse block. The repairs were verified per established service procedures. (B)(4).